Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.2, lab: 2.4. Four hours between meter and lab testing. Pt was bleeding from his gums and rectum. Pt states that he always bleeds when his inr >2.0.